Event description:
During product evaluation, the baxter engineer found that the pump underdelivered. There was no pt injury or medical intervention necessary according to the hospital rep. No additional contact information is available.